Event description:
It was reported that the depth gauge for mini screws broke at the tip. The broken piece was retrieved. This is report 2 of 2 for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The lot number provided is too old to be verified, and as a consequence, the manufacture and expiration dates are unknown. Subject device has been received and evaluated. The manufacturing records were reviewed and no complaint related issues were found. Upon receipt, it was noted that the feeler was broken off and missing on the device. We suppose that a mechanical overloading situation led to the breakage. The article in question was distributed over 10 years ago. No manufacturing related fault could be detected.